Event description:
It was reported that the merlin home transmitter was not connected. Patient's relative stated that the transmitter power cord was burnt and melted. The reported device was replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of thermal decomposition and melted cord were confirmed. As received, a transmitter was returned for analysis. Visual investigation noted the power supply plug had sustained excessive melting damage. No other anomalies were identified.